Manufacturer narrative:
The sonicare brush head is an accessory to the 2-series power toothbrush. The brush head model number was not provided.

Event description:
The consumer states that the bristles from their brush head are coming out inside their mouth. No indication that medical attention was sought.